Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product found the outer carton was previously opened. The outer tyvek lid missing, however, there is evidence of that the blister was previously sealed. Sterility is considered breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the cr left size 7 narrow femur implant packaging, it was observed that the paper seal on the outer plastic tray (which contains the inner plastic tray holding the implant) was not firmly attached. The outer plastic wrap was intact, and the implant was not used and never entered the sterile field. Attempts have been made, and all available information has been provided.